Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported he experienced poor cutting of the probe at the beginning of three different vitrectomy procedures. The procedures were completed after replacing the probes with another one. There was no harm to the patients. The product samples were not retained. No additional information is expected.

Manufacturer narrative:
No probe sample was returned for evaluation. A review of the related device history record for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. (B)(4).